Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa). Pre-dilatation was performed using a 6.0x60mm non-abbott balloon dilatation catheter (bdc). A ht-command guide wire was connected to a doc extension and the guide wire was advanced to the lesion. A 6.0x80mm non-abbott stent implant was deployed at 8 atmospheres (atm) for 10 seconds. During removal of the non-abbott stent delivery system (sds), it was noted that the connection of the doc extension was separated. The ht-command was pulled near the left common iliac and the non-abbott sds was removed from the anatomy. The procedure was completed successfully. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 190cm ht-command ; stent: 6.0x80mm smart. The device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.